Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that after stent implantation in the superficial femoral artery and during post-dilatation the agiltrac balloon ruptured at 6 atm, below nominal pressure. The balloon and catheter were completely retrieved without incident and there was no adverse pt effect reported. The procedure was completed using a non-abbott balloon. Though requested, no add'l info was provided.

Manufacturer narrative:
Eval summary: the returned device revealed a longitudinal rupture in the balloon distal to the proximal shoulder. No other damage was observed on the catheter. Scanning electron microscope analysis confirmed mechanical damage to the outer surface of the balloon which could have contributed to the balloon rupture. A root cause for the balloon rupture could not be determined. The device history record for this lot was reviewed and there are no non-conformances associated with this lot. All balloon catheter are 100% visually inspected and leak tested prior to packaging. In addition, reliability engineering (re) performs rated burst pressure (rbp) testing from each manufacturing lot to verify that the rbp product specification is met. A review of the re data of this lot showed that the rbp data exceeded the rbp product specification.